Event description:
Pt called lfs in 2004 alleging the meter was missing segments for the past four days. The pt reported no high or low blood glucose symptoms while attempting to test. They stated that they went to the hosp to have their blood sugar tested. They did not report the result on the hosp, however they did state that no treatment was given. The issue with the meter was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported.